Event description:
It was reported that the 9600 system locked up and shut down on its own during a case. The 9600 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards and connectors reseated and the batteries were installed during the service call. The system was tested and found to be working as intended and put back into service.